Event description:
Customer's mother alleged 2 sets of discrepant blood glucose values when testing was performed back-to-back on the compact system: 301 mg/dl and 140 mg/dl with no symptoms; and 294 mg/dl and 133 mg/dl with no symptoms. No treatment was given or action taken based on these results. No serious adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.